Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set fell off event on (B)(6) 2024. Insertion site was at abdomen. The set was in use for 2 days. No further information available.